Event description:
The customer indicated observing false positive reactions while analyzing 7 samples on the ortho provue analyzer. The visual inspection of the processed gel cards confirmed the reactions were positive. The customer repeated the testing in the manual gel; all reactions were negative. The user detected the issue, preventing erroneous results from being reported. False positive results may result in abo misclassification and the transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer (fe) arrived at the site and replaced the necessary components and performed adjustments to the reader camera to return the analyzer to expected operation. This customer has not logged any complaints regarding false positive results against this analyzer since this incident.